Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were tested & evaluated and the customer's indicated failure mode for stopper creepout with the incident lot was not observed as all product specifications were met. There was also no evidence of damage to the tube stopper or opening. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for stopper creepout with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Event description:
It was reported during use of the 13x100 mm 5.0 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure when drawing blood, blood leaks out the top. The top doesn't seal and the tubes can't be completely filled. There was no report of injury or medical intervention.

Manufacturer narrative:
Medical device catalog # changed from becton, dickinson & co., (bd) to correct catalog # 367986.